Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not producing audio or visual alarms. No patient harm or injury was reported. Investigation summary: the customer indicated there was another cns with no audible alarms, so it was initially suspected that the issue was due to the kvm and the issue was reported on the kvm and not on the cns. During onsite troubleshooting, it was identified that the connection of the alarm indicator with the cns was loose. Once the cable was reseated, the light started working again. It was also identified that the incorrect audio output was selected. Once the audio output setting was changed to realtek high definition audio, the audio issue was resolved. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is loose cable connection and incorrect sound settings. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer?

Event description:
Tthe customer reported that the central nurse's station (cns) was not producing audio or visual alarms.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not producing sound nor displaying the beacon light when there is an alarm. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not producing sound nor displaying the beacon light when there is an alarm.